Manufacturer narrative:
Concomitant medical products: 1188t competitor lead, implanted: unknown implant date.

Event description:
It was reported that an alarm sounded for oversensing of the right ventricular (rv) lead due to a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.